Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device number lot 31181018l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and char was observed on the catheter. One and a half hours after the catheter use, after isolation of both pulmonary veins (pvs) and creation of cavotricuspid isthmus (cti), char was observed to have adhered to the tip electrode of the spine. The octaray was replaced, and the procedure was continued. No adverse patient consequence was reported. Additional information indicated that the patient was anticoagulated (activated clotting time (act) 300sec.). No neurological symptoms were observed on the patient. The diagnostic catheter was sometimes in close proximity to the ablation catheter.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and char was observed on the catheter. One and a half hours after the catheter use, after isolation of both pulmonary veins (pvs) and creation of cavotricuspid isthmus (cti), char was observed to have adhered to the tip electrode of the spine. The octaray was replaced, and the procedure was continued. No adverse patient consequence was reported. Additional information indicated that the patient was anticoagulated (activated clotting time (act) 300sec.). No neurological symptoms were observed on the patient. The diagnostic catheter was sometimes in close proximity to the ablation catheter. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. The device was visually inspected, and char attached on one spline was observed. An irrigation test was performed, and the device was flushing correctly. No obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31181018l and no internal action related to the complaint was found during the review. The char issue reported by the customer was confirmed. The potential cause of the issue cannot be established. To avoid char formation on the rings of this mapping catheter, do not apply radio frequency (rf) energy when the ablation catheter is in contact with one or more rings of the mapping catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).